Event description:
It was reported the epg (external pulse generator) was dropped, resulting in a cracked/broken display. It was further noted that a knob was also broken. The epg was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was broken. It was also noted that the upper case, lower case, side bail covers, ring cover, heart block, lead flex cover, case screws, and ring cover screw were contaminated, the board connector cable was out of specification, the ring was bent and the battery drawer was broken.